Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported that the tube and mainframe was not reading during procedures. They have had to have the anesthesia manually manipulate the tubes once surgery has started and restart the machine to pick up the readings. There was no known patient impact. On follow-up, it was reported that they knew something was wrong because they had to keep manipulating the tube to have the unit monitor during the procedure for thyroid and para thyroid surgery. The account did all normal trouble shooting tips. Visualizing placement, midline placement, measurement at the teeth, muscle relaxants and all normal anesthesia protocols were followed. They said it was happening intermittently in cases over some time. There was no patient impact. The mainframe didn¿t retain any product (tubes), toward the end of the case, the mainframe would start going haywire (making audible noises and showing non normal wavelengths on the screen). The hcp mentioned that it felt like anesthesia had to hold the tube, or had to manipulate it several times, and it would get better. The hcp said they know if the patient¿s anesthesia is light, it can cause feedback on the device. The hcp then checked the mainframes and interfaces, with simulator, and they all checked out to be perfectly fine.